Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that the patient never had relief from the incontinence with the device, and they inquired as to whether it could be removed. The caller was redirected to follow up with a physician. The patient did not have a managing physician. On 2019-may-07 additional information was received from the patient and their friend: it was repeated that the patient never experienced therapeutic effect, and that it stopped shortly after implant. The patient may need to have the implant removed as the implant is now pressing against the patient's sciatic nerve for the past half year. Patient did not have a physician, so a listing was sent. No further complications were reported at this time